Event description:
Testing by MFR did not confirm the customers alleged malfunction.

Event description:
Nellcor puritan bennett received a call from a rep of the user facility on 06/20/2000. Rep called to report the following problem: stop cycle while on pt. Vent was restarted but vent stopped cycling a second time. No pt harm reported. Occurred during inline nebulizer treatment - audible alarm did sound.